Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not deemed necessary. The personnel involved in the process were notified about the reported condition. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation; 10 cc of water was inserted into the tube to activate the hydromer coating. After the water was inserted, the hydromer coating was activated and the stylet was removed from the tube. The reported issue could not be confirmed. Because the reported issue could not be confirmed, a root cause could not be determined. Per the instructions for use (IFU), the proper procedure for insertion of the feed tube and extraction of the stylet for stylet placement states that while using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The IFU states that once the tube position has been confirmed reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03/01/2017.

Event description:
The customer states that there was difficulty removing the guide wire. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.